Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press the wake button multiple times before the pump screen turned on. Reportedly, the wake button was occasionally hard to push. The customer confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 122 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.